Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment of a descending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac). A gore® dryseal flex introducer sheath was used for access. While deploying the ctagac, blood leakage at the junction of the catheter shaft and handle was observed. Reportedly, the leakage was like a constant dripping of blood, but no transfusion or a hurried deployment was required. The confirmation angiography after all devices were deployed revealed a rupture in the right external iliac artery. Two stent grafts were additionally deployed to treat the vessel rupture and the right internal iliac artery was occluded that was unplanned. The patient tolerated the procedure. It was reported that the diameter of narrow part of the access vessel was less than 6 mm.